Event description:
A malfunction alarm was reported by the customer with malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.